Event description:
Customer reported being hospitalized for dka. Troubleshooting performed and insulin exited during test prime. Unable to perform high pressure test due to the fact that customer did not have tubing clamp. Upon checking alarm history, it was discovered that a no delivery alarm occurred on the night prior to hospitalization. Customer stated that she did not change our set after alarm occurred. Customer called back and stated that she was recently in a coma and her md felt that the pump had failed her. Pump passed high pressure test at that time customer felt uncomfortable and requested replacement pump.